Event description:
It was reported that the patient was not able to adjust the stimulation of the implantable neurostimulator, using the programmer. A power on reset (por) condition was encountered and cleared. The reported issue was resolved. No patient symptoms related to the event were reported.

Manufacturer narrative:
(B)(4).